Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an increase in pacing thresholds which led to loss of capture. The rv lead was surgically abandoned and replaced. It was also noted that the patient was thought to have developed exit block due to scarring. No additional adverse patient effects were reported.